Event description:
It was reported that a burr detachment occurred. A 1.50mm peripheral rotalink® plus was selected for the procedure. The physician tested the device outside the body and it was noted that the burr got caught on the sheath valve. However, the physician proceeded and placed the device in the tibia. The device ran well for the first three times and then it was noted that the burr seemed to become detached from the catheter. The physician moved the wire and the device got caught up on the wire in the tibia. The wire and the burr were retrieved from the patient as a unit. Nothing was left behind in the patient. The atherectomy was successfully performed with this device prior to the burr detachment and the lesion was post dilated with a coyote balloon with very good results. No patient complications were reported and the patient¿s current condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer. The advancer and the catheter were returned connected together for analysis. A guidewire was also returned inside a catheter separate to the rotablator plus. The burr was detached from the rotablator plus unit and was moving freely on the guide wire protruding from the catheter. There was a significant amount of blood present in the hub of the catheter. The burr was inspected and the annulus was free from damage. The coil was covered in blood and saline and there was evidence of adhesive on the coil to confirm that the burr was attached to the coil during the manufacturing of the device. A visual examination of the complaint plus unit was carried out. The handshake connection was inspected and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr detachment occurred. A 1.50mm peripheral rotalink® plus was selected for the procedure. The physician tested the device outside the body and it was noted that the burr got caught on the sheath valve. However, the physician proceeded and placed the device in the tibia. The device ran well for the first three times and then it was noted that the burr seemed to become detached from the catheter. The physician moved the wire and the device got caught up on the wire in the tibia. The wire and the burr were retrieved from the patient as a unit. Nothing was left behind in the patient. The atherectomy was successfully performed with this device prior to the burr detachment and the lesion was post dilated with a coyote balloon with very good results. No patient complications were reported and the patient¿s current condition is fine.

Manufacturer narrative:
(B)(4).